Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The root cause of the customer-reported emergency battery error alarm was a severely depleted emergency battery. A severely depleted emergency battery can occur if the driver is left unplugged from an external power source for an extended period of time. In accordance with the companion 2 driver system operator manual, (B)(4), the companion 2 driver system check form step 12 states, "store the driver (with batteries installed) docked into a hospital cart or caddy connected to mains power. " storing the driver and external batteries in this manner helps prevent scenarios where the batteries (including the emergency battery) can become severely depleted and no longer able to recharge or hold a charge. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. A syncardia team member reported that the companion 2 driver exhibited an emergency battery error alarm.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. A syncardia team member reported that the companion 2 driver exhibited an emergency battery error alarm.